Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 402 mg/dl. The customer's blood glucose was 184 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer also reported that they received no delivery alarm. The customer reported that the no delivery alarm was resolved by a complete set change including the reservoir. The customer's blood glucose was 493 mg/dl at the end of call. The customer stated that they treated the high blood glucose by bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.